Event description:
It was reported that for the past 3 weeks the pt has been complaining of intermittency on the device. There was no head trauma noted. He visited his clinic, where the external parts were checked and testing was carried out. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.